Manufacturer narrative:
Article website: http://www.hindawi.com/journals/crinm/2015/204387/. Based on the reported information, there is no evidence suggesting that the device was defective. In this patient, the thrombosis event was related to the discontinuation of one of the antiplatelet medications. Thrombosis is a known inherent risk of pipeline procedure and is documented in the pipeline instruction for use.

Event description:
Medtronic received information that a patient required an extracranial bypass treatment as a rescue therapy for symptomatic flow diverter thrombosis. The patient was diagnosed with a giant partially thrombosed unruptured carotid-ophthalmic aneurysm and was treated with a pipeline flow diverter. Three months after the procedure, in concomitance with the discontinuation of one of the antiplatelet medications, the patient suffered from a minor stroke and relapsing transient ischemic attacks. The angiography demonstrated the occlusion of the internal carotid artery, and a perfusion-weighted CT scan showed a condition of hypoperfusion. The patient underwent a double-barrel extraintracranial bypass. The postoperative course was uneventful and the patient has experienced no further ischemic events to date. Citation: lanterna la, lunghi a, brembilla c, et al. Extraintracranial bypass as a rescue therapy for symptomatic flow diverter thrombosis. Case rep neurol med. 2015;2015:204387. Doi: 10.1155/2015/204387.

Manufacturer narrative:
Type of follow up - additional information was provided by the authors: it was reported that after 3 months the plavix was discontinued and that only aspirin was continued as for any protocol used in the country. Pru level was never tested because the test is not used in the country. The physician found that after the discontinuation of the plavix the patient suffered of one minor stroke and at some tia due to an intrastent blood reduction flow. In order to avoid the major stroke they have decided to perform the by-pass that has very low rate of morbidity but high chances to cure the patient and to reduce the mass effect on the optic nerves. The by pass was performed with a good result in term of flow and the patient is able to live a normal and independent life.